Event description:
Additionally, the healthcare professional (hcp) specified the product as juvéderm® voluma® with lidocaine. Pain and ischemia occurred in the left mental and submental regions. The symptoms were related to intra-arterial injection of product. 10 vials (15000 units) of hylase® were used in total over 3 different clinic visits. The hcp added, that the left lower lip is interesting. Approximately 5 days after the initial injection, a small area of ischemia appeared on the left lower lip. This was treated effectively with 3000u of hylase®. The hcp suspect there was an intra-arterial thrombus and possibly within that thrombus some juvéderm® voluma® with lidocaine was also present. The hcp suspects that as the thrombus started to resolve, a small embolus then was released and via anastamoses ended up in a perforating branch of the left inferior labial artery¿. The hylase® treatment was required to prevent ischemia and necrosis of affected tissues in mental, submental regions, and subsequently left lower lip. The hcp has been trying to review the patient for the past couple weeks, but the patient hasn't presented. To the hcp's understanding, there is still some submental swelling. There is also an emotional/mental injury which the patient hasn't recovered from. The injector added, ¿not having reviewed the patient in clinic[,] it's difficult to comment exactly on the cause of the submental swelling. It could either be from a hypersensitivity reaction from the [hylase®], deep submental tissue ischemia and necrosis, or both.¿

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ¿suspected occlusion from chin injection¿ with 2 mls of juvéderm¿ voluma¿. Hylase® was administered later that evening. The resolution status of the event is unknown.